Manufacturer narrative:
Initial report sent to FDA on 10/22/2009.

Event description:
Procedure: gastrectomy. According to the original article: "...duodenal stump leakage after the operation...required relaparotomy."